Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first pass through interrupted stitching technique in a open palatoplasty, the needle of the device broke off. The broken piece fell into patient's cavity and was able to be retrieved using a grasper. To resolve the issue, a new suture was used. There was no patient injury.